Manufacturer narrative:
The device was returned in a manner unsuitable for investigation.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 10 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The implant was torqued manually to 35 ncm. The clinician noted the patient's insufficient bone quality/quantity. There were no reported patient complications.